Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Customer's blood glucose was "high" however an exact value was not provided. Bg was addressed with correction boluses and changing infusion sets. Customer changed supplies and resumed insulin delivery.